Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker device previously showed less than 6 months remaining longevity. When the device was checked before change out, the device showed one year left remaining longevity. Boston scientific technical services (ts) discussed possible reason for this issue. The device was explanted. No additional adverse patient effects were reported.